Event description:
The customer reported that the insulin pump was exposed to fluid. The blood glucose reading was 160 mg/dl. Prior to the event, the patient was in the pool. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm noted. No moisture damage found inside the device. The unit was received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.